Manufacturer narrative:
The event of "capsular contracture, baker grade iii" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and device rupture.

Event description:
Healthcare professional reported, "no reason was provided for the removal of device". Healthcare professional, later reported, " ruptured implant. Capsular contracture, grade iii". This record is for the right side. Device was explanted.